Event description:
It was reported that the device had a power on reset close to five years after implant. The device was removed and replaced. It was also noted that the atrial lead had dislodged. The lead was removed and not replaced due the patient having chronic atrial fibrillation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received and no anomalies were found. We also received performance data collected from the device and analysis revealed that on (B)(6) 2011, the device recorded a power on reset (por) for write to locked ram. One patient alert was recorded for por on (B)(6) 2011. (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. All conductors were distorted and also had blood/body fluid (not obstructed). The outer insulation had a white substance and there was blood in/on the helix/lobe mechanism. Apparent explant damage was noted.